Event description:
The customer contact reported a whitescreen error. The device was returned to biomedical department from the central supply department for an unspecified reason. During testing at the user facility, the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.